Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using a Maxcore instrument. During the procedure, no sample could be obtained. It was further reported that the firing button became bit stuck but could still be pressed. No coaxial needle was used. There was no reported patient injury.

Event description:
On (b)(6)2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a Maxcore device. During the procedure, it was reported that no sample could be obtained. It was further reported that the firing button became bit stuck but still could be pressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section A through F: The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Received two Maxcore Disposable Core Biopsy devices for evaluation. Upon visual evaluation, the devices appeared to have residue throughout and returned in initial position. The devices were received without a needle protector and without a yellow guard attached to the needle. No visual anomalies were noted to the devices. Upon functional testing, the devices were able to be fully primed with no issues. The devices were further tested by cocking and firing the device three times in a chicken breast with each trigger, for a total of six tests. The devices were able to prime and fire properly. All six samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire and failure to obtain sample as the devices were able to prime, fire and obtained samples without any issues. A definitive root cause for the reported failure to fire and failure to obtain sample issues could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, E1, G3, H6 (Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.